Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6).

Event description:
Information was received indicating that the pump was alarming no disposable, clamp tubing and no disposable, pump won?t run with a smiths medical, cadd medication cassette attached. It was reported the cassette started alarming with a reservoir volume of 37.2 remaining and had been running since the day before. The end user reported having a lot of shortness of breath when walking, chest tightness that worsens at the end of the day and her heart did not feel right, the end user provided no explanation of what the heart doesn?t feel right means. Per reporter when she returned home, she began infusion with no further alarms. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time